Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a blue/green substance was leaking/dripping out of the distal end of the ultrasound gastrovideoscope. No additional event information or harm was reported as a result of the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause of the reported blue/green substance leaking/dripping from the distal end of the device could not be determined, however, the issue was likely the due to wear and tear. The most probable cause of the issue was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new event information received from the customer.